Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix partly retracted and bent with tissue visible inside helix. The lead was damaged at implant attempt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 5076-52, lead, implanted: (B)(6) 2008. Product ID: 4194-88, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient presented to emergency room with a complaint of beeping from their device. Upon interrogation the lead integrity alert was active and several stored electrograms of noise/oversensing were noted. Noise was also reproduced with manipulation of the pocket and having patient move their arm up and down. A fracture was suspected. Detections were turned off and subsequently the rv lead was explanted and replaced. It was further reported that during the lead replacement procedure, the first attempted rv lead was repositioned several times and after approximately the third reposition, the wrench rotated freely without extending or retracting the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.